Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
During a procedure it was noted the outer protective sleeve was packaged and labeled as a 14.5mm. When the final sterile layer was opened the surgeon found a 12mm sleeve inside. Procedure was completed using the 12mm sleeve. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device (packaging) was received for evaluation. A manufacturing evaluation was conducted. The report indicates only the packaging was received in this complaint. C & j industries manufactured the 14.5mm outer protection sleeve for suprapatellar - sterile, p/n 03.010.438s, and lot number 7069802. The suppliers certificate of compliance (dated december 6, 2012) indicates the parts were manufactured to p/n 03.010.438s and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet (dated january 9, 2013). Ncr (written january 9, 2013) was for the incorrect part number documented on the certificate of conformance. The cert was changed and returned to synthes, and the ncr was closed february 25, 2013. However, it has since been determined that the incorrect parts were shipped to synthes. The supplier provided 03.010.437s 12.0 mm outer protection sleeve for suprapatellar - sterile in lieu of 03.010.438s. Stock hold/stock eval has been opened to address this issue. An internal corrective action determination has been opened to address the root cause of the issue. Investigation is on-going.